Event description:
It was reported that a screw broke during patient use with no patient impact. This screw was not removed and no revision is planned for removal.

Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis.4316 - this complaint was not escalated to root cause analysis.